Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy. During device analysis, fracture on multiple cables were noted on the leads.

Manufacturer narrative:
Additional information was received that the lead fracture happened during explant procedure.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy. During device analysis, fracture on multiple cables were noted on the leads.

Manufacturer narrative:
Sc-2218-50 sn (B)(4): device evaluation indicated that the lead was cut approximately 27 cm from the distal end. X-ray inspection of the lead revealed that multiple cables were fractured at the bent/kinked location of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. Sc-2218-50 sn (B)(4): device evaluation indicated that the lead was cut approximately 22 cm from the distal end. X-ray inspection of the lead revealed that multiple cables were fractured at the bent/kinked location of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.